Event description:
A ventilator was returned to the third party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third party field service engineer, service required codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board needs to be replaced to address the issues.